Event description:
Sorin group received a user medwatch report that there is a delay in response time from when the pump system senses an overpressure and when the pump actually stops. There was no report regarding a specific patient or of patient injury.

Manufacturer narrative:
The customer stated that there was an inherent delay in response time from when the hlm senses the overpressure and when the pump actually stops. Also setting the occlusion is difficult because it takes several seconds to respond and that the older s3 system had a better response time. The response time of the pump to stop is caused by averaging the pressure signal and is intended to avoid unintended pump stops which may be triggered by the oscillatory influence of the pump rollers on the tubing. The reaction time (3 seconds) of the pressure display is intended and is caused by filtering and averaging of the pressure signal. The goal was to achieve a stable non-oscillating display of mean pressure. The filter for the s5 and the s3 are the same. Testing confirmed the pressure delay of 3 seconds. Investigation of the firmware source code affirmed that the same averaging and filtering mechanisms/algorithms have been applied for both the s3 and s5 systems. Laboratory testing comparing the s5 to the s3 with varying pressures at different flow rates showed that both system pumps stopped at the same time there was no delay in the s5 as compared to the s3. A review of the complaint data base did not identify any similar reported events. The issue will be monitored for trends and if identified, corrections will be recommended.

Manufacturer narrative:
Serial number: the serial number was not provided. Manufacture date: the serial number was not provided. Therefore the manufacture date is unknown. Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filled on behalf of sorin group (B)(4). (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.